Manufacturer narrative:
Device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Event description:
Patient reported left side rupture. Healthcare professional additionally reported seroma. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side rupture. Healthcare professional later reported rupture, seroma, and "inflammatory lesion". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening striated assessed as surgical damage. Observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. ¿ seroma-late: unable to confirm as it is a medical event not related to the device. ¿ inflammation/irritation: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, h3, h6.